Manufacturer narrative:
The external visual inspection revealed that the electrode was severed near the fantail region. This is believed to have occurred during revision surgery. In addition, the bottom cover was severely dented. The photographic imaging inspection revealed disturbed wire bonds on the digital and analog chips. System lock could not be obtained at any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The device passed the mechanical test performed. This is an interim report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed that the electrode was severed near the fantail region. This is believed to have occurred during revision surgery. In addition, the bottom cover was severely dented. The photographic imaging inspection revealed disturbed wire bonds on the digital and the analog chips. System lock could not be obtained any spacing. The no lock condition prevented some electrical tests from being performed. The device passed some of the electrical tests performed. The residual gas analysis test result was above the limit for nitrogen indicating a non-hermetic device. Due to the presence of moisture getter, no signs of moisture were observed. The failure of this device is attributed to shorted wirebonds at the digital chip, which prevented the device from achieving lock. A corrective action was implemented. This is the final report.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock. External equipment was exchanged and programming adjustments were made, however the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.